Manufacturer narrative:
The biomed reported that the central nurse's station (cns) had a hdd failure message after a power cycle. After troubleshooting the issue, it was suggested that the customer send the device in for repair due to a corrupt file. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomed reported that the central nurse's station (cns) had a hdd failure message after a power cycle.

Manufacturer narrative:
Manufacturer narrative: the biomed reported that the central nurse's station (cns) had a hdd failure message after a power cycle. After troubleshooting the issue, it was suggested that the customer send the device in for repair due to a corrupt file. The device was never sent in for evaluation. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.